Manufacturer narrative:
Email received by the director, occupational and environmental safety, (B)(6) university and medicine with additional information in regards to this incident. Reporter states the incident occurred (B)(6) 2020, "a custodian pulled a trash bag and set it on the floor. She turned around to get another bag and heard a loud pop. When she turned back around, the bag on the floor was on fire. Upon seeing the bag on fire, the custodian alerted the unit staff. One arrived and put out the fire with an extinguisher." Reporter states the fire department arrived on scene and an investigation was conducted. There are no reports of injury, serious injury or medical intervention reported by the facility or the facility contact. Fire department incident number (B)(4). Fire department report reads as follows, "examination of the area and contents revealed an irregular burn pattern on the floor. Affixed to this was the remnants of a heating pad. There was a large amount of discarded alcohol pads. The fire was contained to the contents of the trash bag before it was extinguished. After collecting and analyzing the data. The following hypothesis was developed. The employee removed the trash bag from the can, placed it on the floor, and tied it. The discarded heating pad ignited the vapors from the alcohol pads. This created a small-pressurized flash fire. This explained the small explosion that was described by the witness. This hypothesis is consistent with the known facts collected at the scene." The fire department investigation conclusion reads as follows, "it is this investigators opinion that this fire was the result combustibles to close to a heat source." No sample is available for return and evaluation. No further information is available. Due to the reported nature of the incident, this medwatch is being filed. If additional relevant information becomes available, a supplemental med watch will be filed.

Event description:
It was reported a fire was suspected of resulting from an instant hot pack being disposed of in the same trash bag as several alcohol prep pads.